Event description:
The patient presented in the emergency room with stroke symptoms. Her laboratory inr was 1.5. Her coaguchek xs system inr the same day was 2.2. Her therapeutic range was 2-3 inr. She was treated for 3 days with lovenox in the hospital and resumed her same dose of coumadin when she returned home. Requested return of suspected system; however, customer no longer has the strips to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.